Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation of the uterus'), fallopian tube perforation ('perforation of the fallopian tube') and device dislocation ('inserts in the abdominal cavity or pelvic cavity') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patients had essure inserted. On an unknown date, the patients experienced uterine perforation (seriousness criterion medically significant), fallopian tube perforation (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), pelvic pain ("persistent pain") and hypersensitivity ("suspected allergic or hypersensitivity reactions"). At the time of the report, the uterine perforation, fallopian tube perforation, device dislocation, pelvic pain and hypersensitivity outcome was unknown. The reporter considered device dislocation, fallopian tube perforation, hypersensitivity, pelvic pain and uterine perforation to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation of the uterus'), fallopian tube perforation ('perforation of the fallopian tube') and device dislocation ('inserts in the abdominal cavity or pelvic cavity') in female patients who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patients had essure inserted. On an unknown date, the patients experienced uterine perforation (seriousness criterion medically significant), fallopian tube perforation (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), pelvic pain ("persistentb pain") and hypersensitivity ("suspected allergic or hypersensitivity reactions"). At the time of the report, the uterine perforation, fallopian tube perforation, device dislocation, pelvic pain and hypersensitivity outcome was unknown. The reporter considered device dislocation, fallopian tube perforation, hypersensitivity, pelvic pain and uterine perforation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jan-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.